Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken distal pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the small grasping retractor instrument rod suddenly broke and was noticed by the operator (and the rest of the team) on the monitors. The instrument was immediately removed and another one was introduced to complete the operation. There were eight lives remaining. This incident had no effect on the course of the operation, no element remained in the peritoneal cavity, nor did it affect the extension of the patient's anesthesia. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.